Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22dec2020.

Event description:
The manufacturer¿s international service technician confirmed by internal battery test that the power went off. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. Deterioration of the battery was confirmed by a check. The manufacturer¿s international service technician replaced the defective battery to address the reported problem. The unit successfully passed the required performance verification test.